Event description:
A malfunction was reported in france by distributor dinno santé. There was no adverse impact to the customer's blood glucose level, as the bg value information was unavailable. The pump started, charged, and was recognized by the computer but encountered a malfunction error, which restricted access to it. The pump will be replaced.